Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00189-00. The date of that submission was 17-mar-2025. H3: one sample was received. Sample was visually and functionally tested and the customer reported complaint was unable to be confirmed. It was identified that a portion of the cuff remained adhered to the tube. However, following the instructions for use, the cuff was massaged and fully inflated as expected. A retrospective review of 12-month period was made for complaints originated related to this issue and one additional complaint ((B)(4), not confirmed) was identified to this part number and lot for the "will not inflate¿ failure and no additional complaints were identified for the "pilot balloon issue¿ failure.

Event description:
It was reported that the balloon could not seem to be inflated completely. There were unknown patient harm or adverse effects reported as a result of the event.